Event description:
A company representative reported that two xia screws had loosened post-operatively. No adverse consequences were reported. The loosened hardware was observed in a planned revision surgery for adjacent flat back syndrome that was unrelated to any issues with the devices. The screws were explanted. This report captures the second of two xia screws.

Event description:
A company representative reported that two xia screws had loosened post-operatively. No adverse consequences were reported. The loosened hardware was observed in a planned revision surgery for adjacent flat back syndrome that was unrelated to any issues with the devices. The screws were explanted. This report captures the second of two xia screws.

Manufacturer narrative:
H6: coding has been updated to reflect conclusion of the investigation.